Manufacturer narrative:
The bench technician evaluated the device and determined that there was a problem in the paddles (discharge), due to a malfunction of therapy pca (printed circuit assembly) and capacitor (worn out). The customer did not accept the service quote and the device will be returned to the customer.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had paddle problem during operation test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.